Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_cath, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding an implantable drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain. It was reported that the week prior to (B)(6) 2018, the catheter was installed to replace a defective one (cracked). There were no symptoms reported. There were no further complications reported/anticipated.